Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/18/2020. Additional h6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device qa2amm, and no non-conformances were identified. Additional information was requested and the following was obtained: the diagnosis and indication for the index surgical procedure? C-section due to scarred uterus. On what tissue was the suture used? Skin. The following information was requested but unavailable: the patient demographic info: weight, bmi at the time of index procedure what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent cesarean section on (B)(6) and suture was used to sew the skin. On (B)(6) 2020, the patient experienced wound secretion was found at abdominal incision. The patient was given debridement and dressing change. The wound secretion decreased after 2 days of dressing change. Additional information has been requested.